Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection-unknown onset.

Event description:
Patient reported "infection." Patient additionally reported "cancer;" this event I not related to the device. Device has been explanted. This record is for the right side